Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed which found that the device provided was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned to manufacturer.

Event description:
The following is based on patient medical records and the attorney's legal claim: per medical records, on (B)(6) 2008 the patient underwent laparoscopic-assisted vaginal hysterectomy followed by anterior vaginal repair of cystsocele followed by a transobturator mid-urethral sling placement with a non-bard davol sling material. This was then followed by a postenor vaginal repair of the rectocele with no reported use of mesh. A few weeks later, on (B)(6) 2008 the patient underwent a revision of transobturator mid-urethral sling due to urinary retention postoperatively. In an md office note from (B)(6) 2009 the patient was diagnosed with erosion of the sling. This md office note indicates there would be an additional surgical procedure to removed the sling; however, there is no indication of this being performed at this time. On (B)(6) 2017 the patient underwent an abdominal sacrocolpopexy, ¿fascial sling/sling revision¿ (non bard davol sling) due to stress incontinence, vaginal prolapse, erosion of the mesh (non bard/davol sling) in the vagina, and urinary retention. The operative dictation reports the implanted mesh as an "autologous fascial sling;" however, product identifiers have been provided for the bard/davol flat mesh. The operative implant record notes the implant site for the flat mesh to be the bladder. There are no medical records provided beyond the implant of the bard/davol flat mesh. The patient's clinical course is unclear beyond this time.